Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/29/2010 and 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to rupture. Device evaluation: a visual and microscopic analysis was performed which identified broken and opening striated, broken crease sharp on radius, wear abrasion, creases fold and stress marks. Base on the device analysis the final assessment is: a broken crease sharp on radius due to fold flaw opening. A striated broken and opening due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area" and ¿not enough milk production." Health professional reported a rupture. This is the left side record. Device has been explanted.